Event description:
A surgeon reported the infusion cannula does not snap well into the trocar. On three occasions, the infusion cannula became dislodged when tilting or depressing on the eye. In one case, a pt experienced a suprachoroidal hemorrhage that was drained immediately but still took several weeks to resolve completely. The pt suffered no permanent injury. The doctor stated he is careful to secure the infusion line with an s-curve and does not feel pulling on the infusion line caused any of the incidents. The doctor suspects the holding strength is not as strong as it used to be.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).